Event description:
It was reported that following routine replacement of the cardiac resynchronization therapy defibrillator (crt-d), as well as replacement of the left ventricular lead and addition of a left atrial appendage device, this right ventricular lead (rv) exhibited changes in the pace impedance. Prior to the replacement procedure the rv pace impedance measured 684 ohms. Following the replacement procedure the pace impedance measured 1,119 ohms and the next day the value was 1,793 ohms. The rv capture threshold also rose significantly. The shock impedance remained relatively stable. It was stated that the crt-d system was reprogrammed. The rv lead remains in service and no adverse patient effects were reported. It was additionally reported that the rv pace impedance became greater than 3,000 ohms and there was loss of capture. Chest x-ray results suggested that the rv lead was possibly not fully inserted into the crt-d. The physician was considering lead revision. At this time, the rv lead remains in service.

Event description:
It was reported that following routine replacement of the cardiac resynchronization therapy defibrillator (crt-d), as well as replacement of the left ventricular lead and addition of a left atrial appendage device, this right ventricular lead (rv) exhibited changes in the pace impedance. Prior to the replacement procedure, the rv pace impedance measured 684 ohms. Following the replacement procedure, the pace impedance measured 1,119 ohms and the next day the value was 1,793 ohms. The rv capture threshold also rose significantly. The shock impedance remained relatively stable. It was stated that the crt-d system was reprogrammed. The rv lead remains in service and no adverse patient effects were reported. It was additionally reported that the rv pace impedance became greater than 3,000 ohms and there was loss of capture. Signal noise was present on the rv channel that was sensed and led to inappropriate delivery of anti-tachycardia pacing. The source of the noise was not known. There was also some sensing of the atrial pace on the rv channel. Chest x-ray results suggested that the rv lead was possibly not fully inserted into the crt-d. Subsequently, the patient was admitted to the hospital with a chest infection/pneumonia. The crt-d was interrogated and tachy therapy was turned off to avoid any future inappropriate therapy and the patient was being externally monitored. The device pocket was opened, and it was discovered that none of the set screws on the crt-d had been tightened appropriately. The screws were tightened, and the resulting impedance values and thresholds were normal. The rv lead remains in service and no adverse patient effects were reported.